Manufacturer narrative:
Sc-1140 (sn:(B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The device with a no-rechargeable battery had reached the end of service life and suspended the normal operation after 12 months of service. A review of the patient data showed the latest patient setting was program #3 with eui (energy use index) of 46.1. The longevity of the device was in line with the expected range per the direction for use.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.